Manufacturer narrative:
(B)(4). Batch # u5dv67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (b) was returned with the anvil bent upwards and without reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: could you please clarify if was any change in the post-operative care of the patient as a result of the event? Could you please clarify if there were any patient consequences? Surgeon says patient is recovering well. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a segmentectomy of the lung, the surgeon was using a psee60a with a gst60t reload. This was the second redo (third procedure) for this patient, and the patient's lung tissue was scarred and hard. On the first firing, the surgeon held compression for approximately 15 seconds and the stapler fired approximately 1/4th of the way and stopped. The surgeon pressed the knife "reverse" button and opened the stapler. It was noted by the representative that the anvil side of the jaws had bowed inward, as if the e-beam was forced through the channel opening. The psee60a was replaced with a new psee60a and a new gst60t. With the new equipment, the surgeon held compression on the tissue for one minute, and fired. The stapler almost immediately paused the firing, and the surgeon pressed the firing trigger multiple times to try to get the knife blade to continue through the tissue. The rep instructed the surgeon to press the "reverse" button, but nothing occurred and he was unable to open the jaws of the stapler. The rep then instructed the surgeon to open the "manual override" slot on top of the stapler and manually crank the knife blade back to the home position. The surgeon was able to manually return the knife and open the jaws to remove the stapler from the patient. It was noted again that the anvil channel bowed in upon inspection. A new psee60a and gst60t was introduced. Again, after prolonged compression, the stapler was fired and almost immediately paused. The surgeon pressed the "reverse" button and removed the stapler from tissue. It was noted again that the anvil portion of the jaws was bowed in. The surgeon then used a tx60g to staple the tissue, and manually cut the tissue with scissors to remove the specimen. The surgeon noted that the tissue was difficult to cut through. Psee60as are available for return; the gst60ts are not available for return. The surgery was delayed by thirty minutes. The procedure was successfully completed.